Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 32 x 3.0mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the balloon, stent and tip were not performed as the device had an inner/outer break 1223mm from the end of the hub and the distal end of the device was not returned. A visual and tactile examination found several severe kinks along the full catheter length. A visual and tactile examination found damage to the midshaft 2cm from hypobond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-jun-2016. It was reported that crossing difficulties were encountered. The severely stenosed target lesion was located in the left anterior descending (lad) artery. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a shaft polymer extrusion detachment/separation. It was further reported that the break occurred outside the patient's body.